Event description:
It was reported that during a surgical procedure a small hole was found in the inner package. There was evident liquid leakage from the hole which caused suspicion of compromised sterility. Additional info received indicates the pt was under anesthesia when this even occurred. It was reported there were no consequences for the pt, just a little delay. The procedure was finished by replacing with a new package, available at the moment of surgery.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.